Event description:
During the raquianesthesia procedure, the pt (psychiatric) was sedated but was still confused and agitated. During the procedure, the pt made an abrupt movement and the needle bent to an angle of 45 degrees and the dr decided to remove the needle. The needle broke in the middle. A surgical procedure was performed to remove the part of the needle that remained in the pt.

Manufacturer narrative:
Eval summary: microscopic examination of the broken spinal needle revealed residual bends and tubing ovality, a deformation from the normal circular cross section. These characteristics, when taken together in context are reliable indicators of a bending/restraightening mode of failure and suggest a procedural/technique issue. This was confirmed by the info reported by the user facility indicating that the needle was bent to a 45 degree angle prior to attempted removal. In conclusion the failure of this device appears directly related to the excess deformation imparted and not to any mfg issue.